Manufacturer narrative:
The device was received on 01/24/2020, however, the device is currently missing. A follow-up report will be provided once the investigation of the lost device has been completed.

Event description:
It was reported that during the attempt to split the peelable sheath, one of the wings snapped off. No adverse patient events were reported.

Manufacturer narrative:
The device was returned but was not evaluated as it was lost.